Event description:
During follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The physician alleged lead damage, although it was not confirmed. No intervention has been performed. The patient was in stable condition and will continue to be monitored.